Event description:
It was reported a patient underwent a functional endoscopic sinus surgery on (B)(6) 2024 and suture was used. They opened foil, and found the needle was detached from the strand. Upon evaluation it was observed that the needle was detached.

Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned to ethicon for evaluation. One paper lid, one winding former with a detached needle, and one suture outside the foil packet. Product code. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and the remnant of the suture was observed. The suture cannot be dispensed since have begun the degradation process this condition probably caused the detached needle. Per the conditions of the returned sample, the functional test could not be performed. The foil was visually inspected, and excessive wrinkles in the cavity were observed. Besides that, the bottom foil was observed to tear and delaminated. The reported event is confirmed. Due to the damages found on the packaging, improper handling during transit or storage is a possible cause of this condition. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.